Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It is reported that a customer experienced diabetic ketoacidosis with a high blood glucose of 500 mg/dl and was hospitalized at (B)(6) hospital. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting their insulin pump but found that the insulin pump works as designed. No further information was provided.